Event description:
It was reported that on (B)(6) 2024 a right heart catheterization was performed to assess the sensor and vessel size. Imaging from the procedure shows that the sensor is in a vessel that is less than 7 mm in diameter. The images appear to show the distal portion of the sensor in a vessel that is barely larger than the diameter of the sensor. There are currently no plans for implant of a second sensor.

Manufacturer narrative:
A right heart catheterization confirmed the dampened sensor is in a too small vessel via chest x-ray. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.